Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a scheduled follow-up. Upon interrogation loss of atrial sensing and crosstalk were noted on the atrial lead. An x-ray revealed that the lead had dislodged. An attempt to reposition the lead was unsatisfactory due to high capture thresholds. The physician attempted a second time but the helix would not retract, then unable to advance the stylet past the proximal end of the lead. The lead was explanted and replaced. The procedure concluded successfully with out adverse events. The patient's condition was stable before, during and post procedure.